Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smart site low sorbing infusion set was damaged the following information was received by the initial reporter with the verbatim: pin hole size hole in tubing.

Manufacturer narrative:
Sample analysis and DHR the customer reported pin hole leaks in tubing, and returned 1 used sample, and 15 unopened samples of material 10015861a and lot 23025107. The set was visually examined for defects and abnormalities. The used set had a pinhole in the upper fitment silicon pump segment tubing, and the complaint of component damage was verified. The 15 unopened samples were all opened and examined for the same defect of pump segment pinholes, and no samples had the issues. No other failure modes were observed. The manufacturing plant was notified of the information and the root cause was found to be unrelated to manufacturing process. The root cause is unknown. The root cause could potentially be related to loading techniques of the pump, we urge the customer to load the pump segment carefully by the top first. Device history record review for model 10015861a lot number 23025107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.